Event description:
Staff member pushing bed caught leg on metal part which is used to wrap the power cord in transportation of the bed. There was a significant gash on her leg due to the metal part catching the nurses leg. Please reference MFR report # 3007420694-2013-00016.